Manufacturer narrative:
Additional information: d5; e1; h4; h6; h11. Correction: a1, a2, b1, b2, b3, d4, d6a, g2. Investigation results: an analysis of the product could not be performed since a physical sample was not received for evaluation. "A manufacturing record evaluation was performed for the finished device lot number 3942679 (product code tvtrl), and (B)(6) & (B)(6) were found. Nr reviewer has reviewed the nr file and has concluded, based on the information available in the nr file, that (B)(6) & (B)(6) are not related to the reported complaint condition or identified malfunction. Expiration date: 30.sep.2023 manufacturing date: 09.oct.2022" as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition; therefore, it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable the manufacturing number is (B)(4).

Manufacturer narrative:
The product was not returned. Based on the available information, it has been determined that no corrective or preventive action will be proposed at this time. This complaint will be documented and monitored through post-market surveillance activities. If additional information becomes available, the investigation will be updated as necessary. The manufacturing number is (B)(4).

Event description:
It was reported via clinical trial patient (B)(6) experience, malodorous urine, groin pain. Relationship to study device: related.